Event description:
It was reported that during a lap appendectomy, the device stapled but did not cut. Took new instrument. No patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.